Event description:
Patient reported experiencing screen glitches and inability to view pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.